Event description:
Additional information: it was reported that the patient showed signs of infection in or near the pump pocket. The patient was reported to have been recovering with no incidence. The device system was used to deliver lioresal.

Manufacturer narrative:
(B)(4).

Event description:
An infection was reported. It was stated that a "few infections" have happened at the facility and they were waiting on more information in regards to the same. The patient had infection of the pocket around the pump. Cultures were obtained and sent for analysis. Pump was not suspected to be malfunctioning and catheter was patent. Patient outcome was not known at the time. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Catheter model: 8578, serial # (B)(4), implanted: (B)(6) 2012, explanted: unk.